Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
Product information received on 09/30/2016.

Event description:
It was reported on (B)(6) 2016 that the patient who was recently implanted on (B)(6) 2016 with a new generator has been having different seizure. The patient has not been seen for post-op appointment with the neurologist so no additional information has been obtained to date.

Event description:
It was reported by the physician that the patient is having more of the big seizures and less of the small seizures. It was unknown by the physician if these seizures were below, at, or above pre-vns baseline levels, but it was reported that the family of the patient feels the patient is a little better since the vns replacement. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was later reported by the physician that the patient was able to be brought back in to have his vns tested. The physician was able to have a representative come to the appointment and check the device with a the representative's programming system. The physician explained the patient's device was working as expected.